Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea xl 25mm single use stapler with 3.5mm staples opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The wing nut was disengaged. The anvil of the instrument was not received. Since the clinical anvil was not received, a representative anvil was used for all functional testing. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the staple line was properly formed. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the condition can occur if the twist knob is pulled from the instrument by force.

Manufacturer narrative:
(B)(4). Device returned: september 24, 2015. (B)(4).

Event description:
According to the reporter, during a laparoscopic total gastrectomy a knob was detached from the device. Another device was opened to complete the surgery. The operating time was extended less than 30 minutes. There was unanticipated tissue loss and tissue damage. Nothing fell into the cavity and there was no bleeding reported in excess of 500 cc. No reinforcement material was used. The patient is stable and doing well.